Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 1ml ls sp120 had connectivity issues. The following information was provided by the initial reporter, translated from (B)(6): "poor mating of syringes and needles bubbles were observed in the barrel."

Manufacturer narrative:
H6: investigation summary no samples or pictures received for investigation. Ten retained samples from the same lot were evaluated, upon visual inspection of the samples requested, no defects can be observed. The tip of the ten syringes of each lot do not present any visual defect. Further testing was conducted, no sign of leakage occurred. A device history review was performed for the reported lot 2010081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported syringe 1ml ls sp120 had connectivity issues. The following information was provided by the initial reporter, translated from japanese: "poor mating of syringes and needles bubbles were observed in the barrel."